Event description:
One patient sample with discrepant hba1c results. Same sample used for repeat testing on same analyzer. In 2007, initial result was 9.4%. On four days later, the sample was repeated two times, resulting at 5.8 and 5.9% respectively. Initial result was reported, patient not adversely affected. The field service representative was unable to determine a cause for the discrepancy. Performance tests were performed which were within specification.